Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, it was observed that the screen was blank, and the device would not respond when pressing the power off button. The device was turned on and the screen was blank and then an alarm sound followed. The device also would not respond when pressing the power off button and the buzzer sounded off when the device was unplugged. During visual inspection, it was observed that the ribbon cable from the keypad board to the ui board was disconnected. The reported condition was verified. The cause of the reported condition could not be determined; however, to resolve this issue, the keypad ribbon cable was reconnected, and the device booted properly using ac and dc power and the power button responded as it should. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display and keypad of a novum iq large volume pump were defective (not further specified). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(4). G1: device manufacturer address 2: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.